Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of a valve-in-valve procedure with a 23mm edwards sapien 3 ultra valve in aortic position by transfemoral approach. The patient had a previously implanted non-edwards valve. During the procedure, it was attempted to crack the previous non-edwards valve with a 22mm non-edwards balloon. The next day, due to the elevated gradients shown in echocardiogram, it was decided to repeat successfully the cracking. Five days after procedure the gradients down until 11mmhg, but a day after the gradients raised again, same as prior to cracking, at mean 20-25mmhg and peak gradient of 45mmhg. The patient was stable and without symptoms.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint of valve increased gradients was confirmed per evaluation of medical records. Available information suggests procedural factors (under-expanded valve) likely contributed to the event as the valve was implanted within a 22mm non-edwards valve. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.